Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a 25g soft tip cannula was not compatible with a trocar prior to the start of cataract and vitrectomy surgery. There was no patient involvement and therefore no patient impact associated with this reported event.

Manufacturer narrative:
One opened 25ga cannula sample was received in a blister for the report of the needle was not compatible with the trocar. The sample was visually inspected and was found to be conforming. The sample was then dimensionally measured for the outer diameter and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a cannula not compatible with the trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned cannula was manufactured to specifications. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).